Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the full lead found the helix disengaged from the helical channel. The defibrillation conductor was found to be distorted. Blood was found on/in the helix mechanism (sleeve head), helix mechanism, and the distal conductor. The inner tubing was kinked/buckled. Finally, the shaft seal was found out of position and there was a tip seal observation.

Event description:
It was reported that during the implant attempt, there was "difficult access", the patient's blood pressure "bottomed out", and the procedure was halted. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.